Manufacturer narrative:
Alleged failure: it was alarming while they were not using it. Unplugged it to stop the alarming. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be inadequate gluing operations (tip and core/lumen) or inadequate gluing/welding of core to handle. Excessive force applied when used, stuck button, user accidentally submerges device in saline. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. (B)(4).

Event description:
It was reported that the probe was activating on its own when not in use.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the probe was activating on its own when not in use.